Event description:
Manufacturer ref.#: 216949.

Manufacturer narrative:
Our fse (field service engineer) was not on site since the customer did not request any service. The biomed of the hospital was told that the new sw was going to be updated to solve the problem. We have not gotten any complaint regarding this issue later on. The logs were not provided and we are not informed about a part replacement. Due to lack of information, the root cause of the reported issue can not be identified.

Event description:
It was reported that the ventilator generated an internal memory error during set up. There was no patient involvement. Manufacturer ref. #: (B)(4).